Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced arrhythmia, heart block and bradycardia one month post implant of a leadless implantable pulse generator (ipg). It was also reported that a pacing problem occurred. The ipg was reprogrammed to maintain capture and the patient began feeling better. The ipg remains in use. No further patient complications have been reported as a result of this event.